Event description:
(B)(4).

Manufacturer narrative:
The biomedical engineer re-educated the anesthesia staff to ensuring the device is off during the scope exchange and then powered on again to begin a procedure.